Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record was performed to review and conform the sterility of the implanted system. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the wound is healed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The explant date is estimated.

Event description:
Product manufacturer reference number: 1627487-2019-09235. It was reported that the patient had a lead explanted about a year ago (estimated (B)(6) 2018). The cause was that a sore had developed on the patient's head near the ear, and physician indicated the cause was the implanted lead. It is not certain which lead caused the sore, so both leads are being reported.